Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to a break in aseptic technique. The break in aseptic technique was not further described. On an unknown date, the patient was discharged from the hospital and antibiotic therapy was discontinued. It was reported the patient and caregiver were retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal) and amikacin injection (100mg, intraperitoneal), followed by imipenem injection (500 mg, one bag per day) and amikacin injection (50mg, intraperitoneal, one bag per day) for the event. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from peritonitis and cloudy fluid; however, the patient outcome for abdominal pain was unknown. The dose of dianeal therapy was reduced. Should additional relevant information become available, a supplemental report will be submitted.